Event description:
It was reported that the customer was taken to the emergency room (ER) and subsequently admitted to the hospital due to a low blood glucose (bg) that ranged from 12-13 mg/dl. Reportedly, the customer went into a diabetic coma. Customer was treated with intravenous saline and insulin while in the hospital and was released (B)(6) 2023 with the reported issue resolved and no permanent damage. The cause of the low bg was unknown. Pump data was reviewed and there was no cause for the reported issue found. The pump functioned as intended. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.